Event description:
The patient reported wearing the pod on the arm for approximately 36 to 48 hours before symptoms developed. The (B)(6) 2026, event involved a pod from the same box as a previously used pod that had been removed on (B)(6) 2026, due to signs of infection. The patient stated that the (B)(6) pod also resulted in similar localized symptoms, including redness, soreness, firmness under the skin, and the presence of pus. The patient additionally reported that one of the pods from this box appeared to fail immediately after application. Based on these combined experiences, the patient alleged a potential manufacturing issue. The patient sought medical attention on (B)(6) 2026, while still wearing the pod. At that visit, the patient was not formally diagnosed and was not admitted to the hospital. The site was described as appearing as a large round circle. The only treatment provided was a prescription for antibiotics. (Medication name unknown). No impact to the patient¿s blood glucose levels was reported. The pods involved in the events were not retained and therefore were not available for return or evaluation.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to the patient's infusion site infection. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone17.1. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.